Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a sievers type 1 aortic valve with fusion of the right coronary cusp and left coronary cusp (lcc) and heavy calcification, a pre-dilatation was not performed. After the valve was implanted, moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed with a 28mm non-medtronic balloon which reduced the pvl to trivial; however, trace central aortic regurgitation was noted. It was reported that two dilations were performed, approximately 10 seconds each, and the inflation device was an indeflator. It was discussed that the lcc leaflet may have been damaged as a result of the post-implant bav. It was reported that the central leak was the size of a pin hole, and all other sources: hemodynamics and angiogram reported adequate results; therefore, the physician decided to not doing anything further. Seven months and four days following valve implant, the patient was re-admitted for heart failure. A transthoracic echocardiogram (tte) revealed severe aortic regurgitation. Four days later, a transesophageal echocardiogram (tee) noted that the aortic regurgitation was completely central with no pvl. It was reported the affected valve leaflet appeared to be the lcc. The severity and type of leaflet damage was unable to be determined from the echocardiogram. However, a large leak in the area of the lcc was reported. A 34mm transcatheter bioprosthetic valve was implanted valve-in-valve which resolved the central regurgitation and improved patient hemodynamics. No additional adverse patient effects were reported.